Event description:
Spacelabs received a report that a central monitor did not alarm on vfib at 20:42. The pt passed away at 21:17. Clinical access does have the alarm strips.

Manufacturer narrative:
A spacelabs field service engineer (fse) tested all the involved devices onsite with no problem found. All the devices were functioning to specifications. Full disclosure data indicates that the central monitor did alarm and the alarm was recorded in the system. The customer stated that there was no device malfunction during the event. It is spacelabs' policy to submit an MDR when we become aware of death of any patient connected to our devices. We have concluded that this report is final and consider this issue closed.